Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Facility reported that there was a blood loss after an hour of start of treatment. The leak was visually observed at the arterial end of the dialyzer. Estimated blood loss was 25-50 cc's. Prophylactic IV antibiotics were administered and pt required no medical intervention. Sample has not been returned to the MFR.